Manufacturer narrative:
The reported overdelivery was confirmed. The device delivers short term with an accuracy percent error of +9% and long term at +4.82%. Device product specification requires delivery to be +/-4%. The device was out of calibration due to mechanical (piston height) adjustment.

Event description:
Overdelivery noted during routine biomedical engineering preventative maintenance testing. With an expected delivered amount of 20ml, the pump infuses 21.2ml. Device specification requires delivery to be 20 +/-0.8ml. There was no patient involvement. There have been no reports of any patient events while the pump was in clinical use.